Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. No damage was noticed out of the ordinary. The customer found the issue after the procedure. The broken cable was black. There was no loss of cautery. No arcing was observed. No fragment fell inside the patient. The instrument will be returned to isi for evaluation. No photos/videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm vessel sealer extend (vse) to perform failure analysis. The instrument was analyzed and found to have insulation damage on the conductor wire located within the grip routing, resulting in exposed wiring. Visual inspection confirmed the exposed section, though no evidence of thermal damage was observed. The instrument grips were manually manipulated, and the unit successfully passed the electrical continuity test in 3 out of 3 attempts. The probable root cause is attributed to component susceptibility to damage during use. Damage to the conductor wire can result from mishandling the instrument, such as collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. A review of the information associated with this event has been performed by post market qe/fae/pmi/cde/design engineer and the following additional information was provided: dsp logs show that the vse instrument was installed 1x and passed homing 1x. Qty 6 vs_cut_complete events were seen, no seal events were noted. No e-100 logs were recorded. No errors in msc logs. Logs are attached.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend instrument reported damage to the conductor wire. The procedure was completing as planned with no reported injury.